Manufacturer narrative:
H3: visually, the device was returned in a large clear plastic pouch. There were traces of contamination found at the distal end of the device (inside the tube). The wire harness was wrapped in a tape paper when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and cuff deflated immediately. The cuff was submerged under the water, and while inflating (pushing the air into the cuff), the bubbles occurred at the proximal end of the cuff. There was a small puncture found at the proximal end of the cuff. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-operative that after inflating the endotracheal tube and preparing for intubation, it was discovered that the cuff was leaking. There was no patient impact.